Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. Trace effusion seen prior to start of procedure. It appeared to be slightly larger post device release. Patient had taken eliquis earlier that morning. No continuous increase was seen while patient was monitored for a 10 minute period. Patient remained stable and was discharged home.